Event description:
It was reported that the pump alarms intermittently did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. The pump log review found that the pump was alerting as expected, but tandem technical support was unable to follow up with the customer. Additional information was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.